Event description:
I had 4 ipl treatments with the lumenis one machine starting in 2008, and ending at about 77 days later. I have shallow indentations-possible fat loss-, holes, skin texture changes, lines, and other marks all over my face. I was told my skin looked the way it did because my pores were "clogged". This has destroyed my life. I'm sure the person who did this must have had the machine turned up too high for my skin type, and I was never warned that this could happen.